Manufacturer narrative:
Concomitant medical product: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000444, lot/serial #: (B)(6); product ID: bi71000444, lot/serial #: (B)(6) h3) the rotor controller was returned to the manufacture for analysis. It was installed into a known functional system for several days. The system booted and readied on each power cycle. Perform motion calibrations, all passed. Door functioned as normal and motion travel on all axes was smooth and functional. Perform 2d and 3d images, all were successful. No fault found while under test. Codes: b01, c19, d14 the rotor controller was returned to the manufacture for analysis. It was installed into a known functional system. The system did not initialize. Firmware showed up in image acquisition system (ias) as n/a. Error initializing collimator error. Codes: b01, c10, d02 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product: product ID: bi71000444, lot #: unknown, ubd: unknown, UDI #: unknown. Product ID: bi71000551, lot #: unknown, ubd: unknown, UDI #: unknown. H2, h3, h6: additional system service was performed. The rotor motion controller was replaced. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside a procedure. It was reported that the source and detector were in an initializing loop and would not initialize the collimator. Troubleshooting found loose x, y, z collimator encoder plugs to the rotor controller. No patient present.

Manufacturer narrative:
H3. The system was serviced in the field, and it was foudn the col x, y and z encoder connectors were loose. After tightening, the issue disappeared, but after a while, collimator initialize error was back again. Logs indicated error 100.4 on the motion rotor controller and many warning lines regarding motion interface communication with all 3 motion controllers. All connections were refreshed. Regarding error 100.4, every time initializing failed. A loop of repetition began (for about 10 times until error). Touching the col x encoder connection area fixed the problem. This connector was tightened and tie wrapped with the plug next to it until the controller can be replaced. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: kit svc o2 bi71000444 rotr crtl bx nwamp kit svc bi71000366 cblasy colimrtryxyz54 kit svc bi71000374 cblasy clmmtnpwrxyz56 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.